Event description:
The user started experiencing intermittent sound quality with her cochlear implant at the end of 2019. The issue sometimes resolved by pressing the coil against the implant site. The user also reported headaches and neck pain. The recipient had flu one month prior but stated that the symptoms began before the flu. No head injury was reported. With regards to the observed extra-cochlear channels, it was stated that it was definitely not how it was inserted, but it was unknown how long they have been out. Revision surgery took place on (B)(6) 2020.